Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting loss of capture (loc) as well as oversensing of noise. Additionally the oversensing caused inappropriate anti-tachycardia pacing (atp) inducing the patient into ventricular fibrillation (vf) and leading to shock therapy. An x-ray was taken to confirm this lead dislodged and pulled back to the tricuspid valve. The physician performed a revision procedure to successfully cap and replace the pace/sense portion of the lead. The shock coil remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.